Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin alarmed battery out limit. The customer mentioned she was hospitalized. The customer's blood glucose was 200mg/dl-263mg/dl. The esc button was not working, she went to press it and nothing happened. The customer was hospitalized due to high blood glucose and was treated with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. Checked alarm history and noticed an unexpected restart alarm. The customer was advised the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, a21 error test and self-test or verify a21 alarm and battery out limit alarm due to no button response. The insulin pump had minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a missing the end cap sticker.